Manufacturer narrative:
Patient weight is unknown. Implant and explant dates: device was not implanted or explanted. Initial reporter: hospital contact number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: june 13, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report for synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the 3d-head of two (2) endcaps from a click-x system slipped out during rod placement. Also, the guiding forks of the locking cap reportedly bent. Devices were replaced with new ones to complete the procedure. A surgical delay of fifteen (15) minutes was noted. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action & investigation summary was conducted. The report indicates that: the parts returned with (B)(4) has been re-inspected for all the features pertinent to complaint condition with the conclusion that products are conforming from a manufacturing perspective. No indication for material or design related issue was found, the cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.